Event description:
Pcvc inserted in 2000 into left cephalic vein. In 01/2001, catheter noted to be leaking while attempting to repair, line tore and broke off at insertion site. Pt taken to or. Three small incisions made to remove retained catheter.